Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged) and the device was confirmed to have fractured down the middle. Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device had a field age of nearly five (5) years and exhibited signs of repeated use, the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.